Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed multiple no delivery messages. Customer indicated that she could clear the alarms but then they would come back again. Customer indicated that she went to the emergency room with 600 mg/dl blood glucose. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery but customer did not want to troubleshoot for multiple alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.